Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had a poor light output. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation (foreign material). Additional details have been requested regarding the reported issue. At this time no additional information has been provided. No adverse effects to patient were reported.

Manufacturer narrative:
The foreign material that came out of the auxiliary water channel was suspected to be a result of insufficient cleaning of the device. During testing, the reported issue was confirmed; the device had uneven illumination due to breakage of the light guide bundle. During visual examination, other issues were found: the flexibility adjustment ring was scratched; the grip was scratched; the air/water cylinder was missing the color indicator; the scope cylinder was missing the color indicator; the switch box was scratched; the the light cover glass was damaged; the light cover rod was damaged; the objective lens was scratched; the light guide lens was stained; the bending section cover adhesive was discolored; and the connecting tube was wrinkled. Functional testing showed the distal end's insulation resistance did not meet with specifications due to a burn on the connector cover. Both directional knobs had excess play due to a worn angle wire. Finally, examination of the device data showed the total allowed cumulative uses had been reached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.